Event description:
When connected to ventilator the pt was observed to have lost of the carotid pulse. Ambued with return of pulse. Connected to ventilator 2 more times and once again experienced loss of carotid pulse. Ventilator changed and pt did well.